Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that patient experienced pain from area #5 but moreover has sinus pain and headaches, not just the mouth (where it started)but frontal/ethnoid areas. There was a delay but time was not reported. No injury to patient other than implant being removed. No permanent impairment and no delay in procedure. Patient will return for replacement of implant in 4-6 months. Symptoms: inflammation and pain. Site was grafted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation. The reported event is non-verifiable. Based on the evaluation, the device malfunction has not occurred. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The reported event could not be recreated due to the nature of the event (pain) and the complaint is related to the functional performance of the device. The following sections have been updated: b4: date of this report. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.